Event description:
Customer reportedly received results of 499 mg/dl and 127 mg/dl within 10 minutes on the aviva ii system. No adverse event reported. Requested return of suspect device and replacement was sent.